Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100822830. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100668769. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced perineal pain after activation. The physician performed a cystoscopy procedure during which they deactivated the device. The physician suspected that the cuff placement could have impacted/contributed to the recovery/pain since the patient had previously undergone radiation, but the physician was unable to get full clarity on where the pain was coming from. The physician suspected that the most likely cause of the patient's perineal pain was that the patient had previously undergone radiation and had poor tissue health, and they were also a bus driver which could have caused further irritation during their recovery process. A surgical procedure was performed during which the cuff was repositioned. There were no device issues and there were no further patient complications reported.